Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. An about (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) lot number is unknown, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced one burn blister after application of thermacare neck on an unspecified date. The action taken for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of 'burn blister' as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of 'burn blister' as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn/ formation of burn blister "upper back, wetting blisters" [burns second degree],. Case narrative:this is a spontaneous report from a contactable pharmacist. An about (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) lot number is unknown, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for tenseness. The product was not taken previously. The patient medical history included poor circulation. Concomitant medications were reported as none. The patient experienced burn/ formation of burn blister "upper back, wetting blisters" after application of thermacare neck in (B)(6) 2018. No surgical intervention or other treatment was required. The action taken for the product and event outcome was permanently withdrawn due to the adverse event. The adverse event did not diminish after withdrawal. Additional information has been requested and will be provided as it becomes available. Follow-up (14feb2018): new information received from the same pharmacist included: patient details, product indication and action taken, concomitant drugs (none) and event data (detailed description, onset date and outcome. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn/ formation of burn blister "upper back, wetting blisters" [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. An approximately 80-year-old female patient, started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) device lot number and expiration date not reported, from an unspecified date, for tenseness. Medical history included poor circulation. Concomitant medications were reported as none. The patient had not used thermacare previously. The patient experienced burn/ formation of burn blister "upper back, wetting blisters" after using a thermacare heatwrap in (B)(6) 2018. No surgical intervention or other treatment was required. The action taken with thermacare heatwrap was permanently withdrawn due to the adverse event. The adverse event did not diminish after withdrawal, not recovered. Per the product quality group:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (14feb2018): new information received from the same pharmacist included: patient details, product indication and action taken, concomitant drugs (none) and event data (detailed description, onset date and outcome. Follow-up (12dec2019): new information received from pqc group includes investigational results. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.